Manufacturer narrative:
Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported use of a disposable set for a platelet collection procedure after the expiry date of 11/01/2024. Donation ID: (B)(6) product # 1 the product was transfused, but no transfusion reaction or medical intervention was reported. The customer declined to provide further patient information or outcome. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer reported use of a disposable set for a platelet collection procedure after the expiry date of 11/01/2024. Donation ID: (B)(6). Product # 1 the product was transfused, but no transfusion reaction or medical intervention was reported. The customer declined to provide further patient information or outcome. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer reached out to manufacturer (terumobct) and informed them of the situation. The manufacturer stated that they cannot guarantee the quality of the sets beyond their expiry date, as there is currently no data to confirm the safety of using expired products. According to the customer, they consulted their department head doctor, who decided that all sets can be used until their expiry date. Plasma samples were sent for serological testing, and no incidents have been reported with the products that have already been transfused. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The customer history search indicates no further related issues have been reported for this customer. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Correction: retraining is recommended, as expired sets pose safety risks to both donors and recipients, including potential leaks. In this case, the customer knowingly used expired sets but acknowledges the mistake and has strengthened their internal processes. While further retraining was suggested, the customer is already aware of the issue and has taken corrective measures. As per the latest update, they are prioritizing internal process improvements, and the case is now closed on their end. Root cause: a root cause assessment identified operator error as the cause, as the customer knowingly used expired sets during transfusion. The customer has acknowledged the mistake and strengthened internal processes to prevent recurrence.